Manufacturer narrative:
Failure analysis noted that the pump passed the displacement test, rewind, basic occlusion test and prime/ compromised force sensor test. The pump was received stuck in motor error loop during bolus/basal delivery and motor position encoder error alarm confirmed in history file. There was no motion sensor test failure alarm noted. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Analysis was unable to perform the no delivery test and occlusion test due to motor error alarms. The pump had a scratched display window, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker. The pump was received without belt clip. Analysis was unable to verify damage to belt clip, because there was no damage noted on belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm, motion sensor test failure alarm, motor position encoder error alarm, and no delivery alarm. The blood glucose at the time of the incident was between 180 - 200 mg/dl. Troubleshooting was not able to resolve the issue. The device will be returned for analysis. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. Troubleshooting reviewed the history and noted a motion sensor test failure, motor position encoder error and motor error. The customer reported a broken holster. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.